Event description:
The customer reported that while the unit was in use on a pt during cardiac surgery, the unit was turned off while the pt was on cardiac bypass. When the unit was turned back on (to come off by-pass), the unit displayed "electrical fails code #57" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.